Manufacturer narrative:
On 12-jan-2023, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported by the bwi representative that the stopcock connection of the vizigo sheath was leaking. The physician confirmed it was not the saline bag tubing. The sheath was replaced, and the procedure was continued. No patient consequences were reported. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo flow testing was performed, in accordance with bwi procedures. A cool flow pump test were performed on the device and no leakage was found. Further analysis was unable to perform due to the device being discarded due to the retention period of time has passed. A device history record was performed for the finished device (B)(6) number, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the as the device performed without any irrigation issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported by the bwi representative that the stopcock connection of the vizigo sheath was leaking. The physician confirmed it was not the saline bag tubing. The sheath was replaced, and the procedure was continued. No patient consequences were reported. The physician only noted the stop cock appeared to be leaking. No leak was noted from the valve. No blood return observed. No air was observed only leaking. This event was originally assessed as a non-reportable luer hub issue, however, the event was reassessed as a reportable event. Stopcock connection leak is MDR-reportable.